Event description:
It was reported that during a da vinci-assisted proctectomy procedure, while using the fenestrated bipolar forceps (fbf) instrument, the tip of the device broke in half and fell inside the patient. The customer stated the surgeon was grasping tissue; however, as soon as the device broke the tissue was no longer able to be grasped. The pieces that fell inside the patient were retrieved through an accessory port with a laparoscopic grasper. To ensure no fragments remained in the patient, a visual inspection was performed by the surgeon. There was no damage to the tissue or report of patient injury. The procedure was completed robotically.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. .